Manufacturer narrative:
The maquet rep discharged both batteries to system shut-down. The system re-charged ok on first and second cycles. At the third discharge/recharge cycle, the pump failed to recharge the batteries after approximately one hour of recharging. The power management board (p/n: 0670-00-0767) was replaced. The board (part number 0670-00-0767e) was sent to mahwah for repair where they verified the failure. The board was then sent to swemco for failure analysis and repair. The components on the pcb (q27, cr54 and q5) were replaced. (B)(4).

Event description:
The customer reported that during a routine check of the iabp, the unit would intermittently fail to re-charge the batteries. The iabp was able to function when it was connected to a mains supply. No pt was involved.